Manufacturer narrative:
The reported events were noise, high pacing threshold, lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. The reported event of helix mechanism issue was confirmed while the reported events of noise and high pacing threshold were not confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Helix mechanism test could not be performed due to helix being damaged during analysis. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.

Event description:
It was reported that the patient presented for a follow up. Stored electrograms revealed that the patient's right ventricular (rv) lead exhibited non-sustained right ventricular oversensing episodes due to noise and issues of intermittent capture threshold. Rv lead dislodgement was confirmed. The patient revealed to have experienced prior violent coughing 2 days post implant procedure of the rv lead. The lead was explanted and replaced. During the procedure it was noted that the rv lead helix failed to extend as it was clogged with tissue. There were no patient consequences prior, during and post procedure.